Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to fluid. Customer states there was fluid in the reservoir compartment. Leak at the o-rings. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir do not leak.